Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 494 mg/dl. Customer stated that there is condensation on the bottom right hand corner of the screen. Customer was advised that the insulin pump will need to be replaced. No additional info provided.

Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error due to corroded keypad traces. No moisture damage was found on the electronic or motor assembly. The insulin pump had a cracked case near the display window corner.